Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 4mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter and a 3mm x 4cm saberx pta balloon catheter were used for pre-dilation; however, the balloons ruptured before reaching nominal pressure. The procedure was completed using unknown balloons of a different size. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat lesions with severe calcification. Additional information was requested but was not provided. The devices will not be returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot 82326250 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be verified as the device was not returned for analysis nor were procedural images provided. The exact cause could not be determined. Vessel characteristics of severe calcification likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 4mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter and a 3mm x 4cm saberx pta balloon catheter were used for pre-dilation; however, the balloons ruptured before reaching nominal pressure. The procedure was completed using unknown balloons of a different size. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat lesions with severe calcification. The devices will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82326250 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.